Event description:
The pump had moved somewhat in the pocket and that this had caused a kinking of the catheter. To combat this, the pump was secured in multiple places to the underlying fascia using #0 ethibond suture. The problem is there may been areas of translucency in the tubing that do not show up on radiology films. When we contacted the vendor, we were told that they are working on a product slick which will contain a low amount of barium for x-ray detection throughout the length of the catheter. The low dose is to keep the catheter from becoming brittle.